Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found the flowcell system was dirty. The fse bleached the flowcell and replaced the carbon bridge to resolve the issue. The fse performed ion selective electrode (ise) verification and quality control, which all passed. Analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneously low patient results and quality control (qc) for sodium (na) involving dxc 600i clinical chemistry analyzer. The customer reported the low patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.